Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that this new t.w. Power supply would work fine, then cut out for no reason. And that this incident happens over and over again with same power supply unit despite changing out adaptors, cords. This power supply was recently purchased by the account. This incident is not related to one specific case but has happened multiple times. Has added time to cases due to trouble-shooting to find out issue/change cords/or even change out power supply. No adverse events reported/harm to patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, the investigation determined that the device serial number and failure identified are within the scope of hhe#: 1168869 and scar#: 18124 for t.w. Power supply electrical related issues due to an incorrect resistor used during device assembly. An investigation identified the device serial number and failure identified are within the scope of hhe#: 1168869 and scar#: 18124 for t.w. Power supply electrical related issues due to an incorrect resistor used during device assembly.

Event description:
B/a.